Event description:
Healthcare provider reported "left side rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported "left side rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec), observed a broken assessed as surgical damage, observed a broken assessed as smooth broken and observed missing shell assessed as inconclusive. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.